Event description:
A report was received that the patient was having charging difficulty due to the ipg flipping and changing position in the subcutaneous tissue. The patient will undergo a pocket revision to stabilize the battery.

Event description:
A report was received that the patient was having charging difficulty due to the ipg flipping and changing position in the subcutaneous tissue. The patient will undergo a pocket revision to stabilize the battery.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced with a new one per physician's preference. No device malfunction suspected. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.